Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience a sinus infection. The patient did receive medical intervention in the form of an inhaler. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused coughing, sinus infections, inhaler, challenging breathing, nauseous, and water tank not emptying. The patient did not report to receive medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings included dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Pil is unable to address the symptoms described. Pil can confirm the presence of contamination in the airpath. Pil cannot address any complaints involving the humidifier due to not receiving it. Risk tags (ER 2219697 v20) associated with this mode of failure include: irrit02, infect01. The device's downloaded logs were reviewed by the manufacturer and found 1 error. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device and dust/dirt contamination was observed throughout device enclosure and airpath. In initial reports section b5 mentioned incomplete, correct b5 should be - the patient alleged coughing, sinus infections, inhaler, challenging breathing, nauseous, and water tank not emptying related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.